Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm pump error 35 and unable to perform any tests due to blank display. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shut off and received insulin pump error alarm. Customer stated they unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.